Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: patient was treated for embolization of an arteriovenous malformation with embolization of a basilar artery aneurysm. During the avm treatment, the doctor tried to inject contrast into the lumen of the scepter mini for a control and he saw the balloon inflating. The scepter mini caused a wall breach, resulting in intracranial bleeding by perforation of an afferent branch of the avm. It caused hemorrhage of the vessel and it was impossible to deflate the balloon. Occurrence of a cerebral intraparenchymal hematoma secondary to a ruptured cerebral artery. Transfer to the operating room for evacuation of the avm and hematoma. They cut the hub of the scepter mini for a retrieval by a surgery. During the transport to the surgery, the balloon deflated and it was easy to retrieve it from the patient. Patient subsequently transferred to intensive care. After 4 days of control the patient is well without any trouble. Good outcome after 1 week control. Favorable progress on day 9.

Manufacturer narrative:
The investigation of the returned balloon catheter found residual black liquid embolic in the distal end of the guidewire lumen and in the inflation lumen of the hub. The catheter shaft was also found cut at 4mm from the distal tip of the strain relief as described in the reported event. The liquid embolic syringe was found attached to the guidewire port of the hub and no signs of embolic was found in the inflation port of the hub. As the embolic was found within the inflation lumen of the hub, a breach must exist between the inflation lumen and the guidewire lumen resulting in the embolic to leak from the guidewire lumen into the inflation lumen. This condition would result in the balloon inflating when injecting any material through the guidewire lumen as described in the reported event. The investigation could not further test for or assess the device to determine the conditions or circumstances that led to the breach between the lumens due to the embolic occlusion in the hub.

Event description:
No further additional information received regarding the event.

Manufacturer narrative:
Additional information was received regarding the event, section b above has been updated. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
Additional information received: the intracranial bleeding, due to perforation of an afference of the arteriovenous malformation, was controlled and the patient was transferred to the operating room for evacuation of the hematoma and removal of the arteriovenous malformation. Patient was later transferred to neuro-resuscitation after operation and remained there until four days later. When discharged from the ICU, a slight aphasia of expression with lack of words was noted, but improving. The patient was discharged home eight days after the operation.